Event description:
Total right hip arthroplasty on (B)(6) 2016. Patient returned to surgery on (B)(6) 2017 for hardware removal due to hardware failure. Hardware components loosened, fixation plate dislodged and cables around it are broken, small fragment screws seen loose in the soft tissues around the proximal femur.